Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no pressure was applied while using the high flow insufflation unit and could not insufflate. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the device could be operated normally. Therefore, it was determined that the device satisfied its performance and specifications. However, it remained unknown whether the device was in use during the procedure when the reported phenomenon occurred. Hence, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.